Event description:
The user facility reported to terumo cardiovascular systems, that during a non-clinical activity, there was no (B)(4) kit in the box. There was no delay to the procedure. There was no pt involvement, as this occurred during a non-clinical activity.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).